Event description:
In 2000 (exact date unknwon), patient underwent enucleation procedure followed by implantation of porous polypropylene orbital prosthesis implant along with ocu-guard orbital implant wrap. At ten weeks post-op patient presented with 21 mm conjunctival melt over ocu-guard wrap. At six months post-op orbital implant was removed. Patient post-op status: unknown.